Event description:
It was reported that pump experienced recurring malfunction alarms with code 12, with no notable events occurring beforehand and several similar incidents previously reported for same device. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction cleared, and customer resumed insulin delivery on same pump while awaiting replacement; technical support arranged shipment of replacement pump with updated software.